Event description:
A malfunction code was reported but no notable events were noted before this occurred. It is unknown if there was an impact on the customer's blood glucose levels. Tandem technical support assisted the customer by providing pump reset information; however, the malfunction code recurred after resetting. Consequently, technical support arranged for the replacement of the pump. The customer was also guided to use multiple daily injections (mdi) as a backup therapy and instructed on how to store and return the defective pump.